Manufacturer narrative:
The event device has been returned for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: "gastrectomy". Event description: "the tip of the trocar cannula was broken when they pulled back the retrieval bag during surgery". Additional information received via email from (B)(6) sales manager on august 10, 2017 - the cannula tip simply particulated. One piece was chipped off. It was a notable size piece fallen into the patient body. It was retrieved with no special injury. Type of intervention: na. Patient status: "no special injury".

Manufacturer narrative:
The event product was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of a fractured cannula tip. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by material degradation during the injection molding process, which could cause the part to be more prone to fractures. The removal of the instrument from the cannula likely caused the cannula tip to fracture. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.